Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305127. Lot #4159462. Verbatim: rcc received a complaint via community. Pir attached. Starting in december 2024, we have seen a sudden uptick in the number of vials that are coring after being accessed using the precisionglide blunt fill needle. This has been across multiple users and locations, and proper technique has been verified.

Event description:
No additional information received

Manufacturer narrative:
Pr (B)(4) follow up it was reported there was coring. A device history record review was completed by our quality engineer team for provided material number 305127 and lot number 4159462. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.